Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.